Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope exhibited problems related to aer (automated endoscope reprocessor) reprocessing. The device was returned and an evaluation at the repair center revealed clogging of the air/water channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer complaint. There were few additional findings. The adhesive of the bending section cover was separated. The universal cord is buckling. Angulations was out of specifications. The air leak inspection did not show any water leakages. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.